Manufacturer narrative:
Document review: ami stem h cementless stem size 6 lat: ref. 01.18.146/lot #: 123321 ((B)(4) devices produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) stems of the lot have been already sold without any similar event reported. From the data collected, there are no evidences that the event is device related.

Event description:
Ref imp #: (B)(4).